Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result from a songle patient that was generated by the access 2 instrument. The initial accu tni result was 1.34 ng/ml. The result was not reported out of the lab. The original patient sample was re-tested for accu tni on a different instrument in the customer's lab. The accu tni result from the different instrument was 0.03 ng/ml. A corrected report was issued. The customer then rerun the original patient sample for accu tni on the access 2 instrument. The repeated accu tni result was 0.03 ng/ml. No information was provided why the patient sample was re-tested on the different instrument and repeated on the access 2 instrument. The custome3r did not provide any additional information regarding this event. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.